Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer has not requested a replacement user interface module (uim) for a resolution on this event. At this time, the reported suspect uim is not available for analysis and a return good authorization (rga) has not been by the customer. In the event that the uim is received by vyaire the completed investigation will be included in a follow-up report.

Event description:
The customer reported an intermittent user interface module (uim) blank touchscreen display on this ventilator device. The customer reported that there was no patient involvement with this event.